Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, that the reservoir had air bubbles in it. The blood glucose was unknown at the time of the incident. Size of air bubble: 0,1 to 0,2 cm. "The device is expected to be returned for analysis. The device is not expected to be returned for analysis".